Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rebs1546 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC had to be removed due to a large blood clot. No new device placed. On (B)(6) 2018 - patient reported that the doctor told her the clot was in her PICC but that she had a lump form under her right arm. She stated that if she lifted her arm up, the lump was visible so she notified her doctor immediately. Radiology performed an ultrasound on the clot. The clot was treated with eliquis. She reports her PICC was flushed a minimum of once a week but she didn't know the concentration of heparin used to lock her PICC between uses.